Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 32 mg/dl at the time of the incident. The customer was at 155 mg/dl at the time of admission and 44 mg/dl the next day after the hospitalization. The customer was given b50 and intravenous fluids to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer needs their settings adjusted as they have lost a lot of weight due to their liver transplant diet. The insulin pump will not be returned for analysis.